Event description:
A malfunction alarm, identified as "malf 12," was reported by the customer. There was no adverse impact on the customer's blood glucose level. Technical support assisted the customer in resetting the pump and provided guidance on what to do if the malfunction code recurred. The customer successfully reset the pump, and no further issues were reported. The customer was instructed to continue using the pump and to contact support again if the problem reappeared.